Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03-dec-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was severely cracked and the threads were stripped. Due to the damaged battery compartment, the returned battery cap and a test cap were unable to be tightened causing rebooting. During investigation, the pump powered on with audible and vibratory notifications. Unrelated to the complaint, investigation revealed a dim, discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2019 the reporter contacted animas, alleging a power ( damage) issue. It was reported that the pump had intermittent and a crack in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.